Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable. However, patient's body mass index (bmi) is reported as 16.2. Device lot# and expiration date unavailable. Device manufacture date unavailable. özkartal, tardu, et al. ¿new onset of phrenic nerve palsy after laser-assisted transvenous lead extraction: a single-centre experience.¿ ep europace, 2018, doi:10.1093/europace/euy044.

Event description:
This event is documented as part of a literature review completed by clinical department at spectranetics (spnc). Spnc was made aware of this information on 16 august 2018. The february 2018 article from the european society of cardiology entitled, "new onset of phrenic nerve palsy after laser-assisted transvenous lead extraction: a single-centre experience", documented a new onset of phrenic nerve palsy (pnp) after laser-assisted transvenous lead extraction in five patients, confirmed by a newly elevated hemidiaphragm after extraction; all the patients who exhibited pnp were referred for lead extraction between january 2009 and september 2012, with actual procedure date unknown, so is populated as 1st of january, 2009. Patient had an right ventricular (rv) lead extracted using a glidelight device. After a broad diagnostic workup, including echocardiography and repeated reprogramming of the device, a chest x-ray revealed an ipsilateral elevation of the hemidiaphragm allowing the diagnosis of pnp. Patient had experienced atypical chest pain, diagnosed with pnp after three weeks. Symptoms improved gradually and disappeared within 3-6 months without necessity of any treatment.